Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/31/2024, a sales representative reported via (B)(4) that a 0812-100 easyout extractor and an 0837-000 impactor pad were threaded into the extraction tool, and when the surgeon was removing the implant, metal shavings were everywhere from both pieces. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/4/2024: the metal shavings did not go inside the patient but just into the sterile field. All metal shavings were removed from the sterile field, and the case was completed. There was no case delay. This was discovered during a tibial nail removal procedure. The issue had no adverse effects on the patient.

Manufacturer narrative:
One unpackaged 0837-000 impactor pad lot number: 210546 was received for investigation. Visual inspection of the device noted significant wear and tear damage, with multiple dents and scratches on the surface and slight discoloration of the device along with faded laser markings. The most likely cause for this can be attributed to wear and tear incurred from repeated use. Manufactured date: 28-jun-2021. The complaint device was further visually inspected under a magnifier and damage was noted to the thread of the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during use. Complaint allegation is confirmed.